Manufacturer narrative:
Pump received with loose drive support disk, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, broken belt clip slot, and scratched reservoir tube window.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the drive support cap is loose and is sticking out of the insulin pump. Customer's blood glucose reading was 150 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.